Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The battery used was not returned to zoll medical corporation for evaluation. Review of the device logs showed no evidence of a power related problem. However, the logs did show that the device was able to power on with ac and battery power. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.